Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02919, 0002648920-2022-00213, 0002648920-2022-00215.

Event description:
It was reported that the patient underwent a revision procedure approximately 9 years post implantation due to metallosis in the shell and eccentric wear of the head and wear and fracture of the poly liner. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6. Visual examination of the returned product identified discoloration, deformation, nicks, gouges, scratches around the liner. Returned liner is confirmed fractured. (4) fractured pieces were returned. No other damage was noted. The returned liner was sent for additional testing. Results: the rim of the liner was broken into more than 3 separate pieces. One of the rim fragments showed potential evidence of possible subsurface delamination, cracking, or white banding, but could not be determined when it occurred relative to any other damage on the liner. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.